Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and low sodium on (B)(6) 2019 with blood glucose level was around 300 mg/dl at time of incident. The customer was declined troubleshooting for high blood glucose. The customer was treated with saline drip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.